Event description:
The patient's left hip was being revised due to the patient feeling the hip giving out and going to the emergency room. Intraoperatively, the surgeon noted significant metallosis and stated that the head was off of the trunnion of the stem.

Manufacturer narrative:
An event regarding dissociation of a femoral head from an accolade stem was reported. The event was confirmed. Method & results: the returned femoral head showed damage of the taper. Material analysis of the returned stem and head indicated movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction. No material or manufacturing defects were observed on the device features examined. Clinician review of the provided records concluded "no determination can be made regarding the cause of this disassociation of the prosthetic head" device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the reported dissociation of the femoral head from the accolade stem was confirmed. Material analysis indicated that the damage observed on the femoral head taper was due to movement in the femoral head taper junction. Because of the damage to the taper the as-manufactured state of the feature could not be determined. The root cause of the dissociation of the femoral head from the accolade stem could not be determined based on the information provided. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's left hip was being revised due to the patient feeling the hip giving out and going to the emergency room. Intraoperatively, the surgeon noted significant metallosis and stated that the head was off of the trunnion of the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.